Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly during interrogation. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.